Event description:
During a laparoscopic cholecystectomy, it was reported during the case the gasket was found inside the pt from the reducer cap. Gasket was retrieved without difficulty. From ftr72, lot j44y83. There was no consequence to the pt.

Manufacturer narrative:
Received mandatory medwatch from user facility.